Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00560, 3002806535-2017-00561, 3002806535-2017-00562.

Event description:
It was reported a patient experienced knee pain approximately two years post-implantation. Patient was treated with compressive knee sleeve.